Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. It was reported that the customer's blood glucose reading was over 600 mg/dl. Troubleshooting was performed and found that the customer has been changing her infusion sets every 4-5 days. The customer did not have the necessary supplies to perform any testing on the insulin pump. The customer was advised to call back to finish troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.